Event description:
It was reported that the burs broke during surgery. No adverse consequences were reported.

Manufacturer narrative:
There were 2 burs associated with this complaint. The burs were not returned for eval. Lot no details were not provided. It was not possible to determine the root cause for the alleged breakage.